Event description:
While assessing a patient complaining of dizziness and lightheadedness, the blood pressure button on the screen was greyed out and would not allow to take a blood pressure. When patient was attached to the heart monitor, it was reading asystole and alerting such. Electrodes were switched out with new ones and problem still occurred.